Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. A ge healthcare service representative performed a checkout of the equipment and noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing on both flow sensor modules. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. In engineering evaluation, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. It a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position. It should be noted that the hospital reported that staff routinely cleans the flow sensors by blowing high pressure air through them.

Event description:
The hospital reported that the unit alarmed regarding the flow sensors during a case. Staff replaced the flow sensor module, but did not resolve the alarm condition. The flow sensor module was again replaced, and the alarm condition was resolved. There was no reported patient injury.